Event description:
Blood pressure machine attached to anesthesia machine stopped working. Issue was diagnosed as being the large adult cuffs manufactured in 2020. It was discovered that the cuff connector started separating from the cuff. Manufacturer response for flexiport disposable blood pressure cuff, flexiport disposable blood pressure cuff (per site reporter), unknown.